Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the a polarity switch had occurred due to rising, high and undefined bipolar impedance. This was identified on interrogation when the patient was being evaluated for magnetic resonance imaging (MRI). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.